Event description:
Event description guidant received information that this transvenous defibrillation lead exhibited a pacing impedance measurement of greater than 3000 ohms. Upon interrogating the device, it was discovered that the lead was not pacing or sensing. The lead was evaluated with a pacing system analyzer (psa) where it exhibited high impedance and showed no pacing at 10 volts. The patient had received five inappropriate shocks before presenting to the hospital. The physician elected to explant and replace both the lead and device.